Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after an initial ICD implant procedure due to chest pain and a right ventricular lead perforation was noted. A transthoracic echocardiogram (tte) was performed and a pericardial effusion (pe) was seen. A drain was placed to resolve the pe. Additionally, during lead repositioning the helix would no longer extend due to tissue build up. The lead was explanted and replaced. Following the procedure the patient was in stable condition.